Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The lot was manufactured in line 1 in 8 days with 19 shifts with a total of 103 hours during which production is monitored through the frequency (B)(4), where characteristics were evaluated in the assembly and packing stage as: syringe assembled correctly (visual method vs drawing), syringe without damage (visual method), syringe without missing components (visual method vs drawing), syringe without contamination in liquid passage or external (method: (B)(4)), syringe in blister without missing components and / or duplicates (visual method vs drawing), blister cut suitable to the catalog (visual method vs drawing), perimeter seal less than 3 mm and continuous (measurement method with calibrated rule ), correct longitudinal cut (visual method), packing with peel apart (visual method), integrity of the primary packaging: blister without perforations, seal not opened or seal without wrinkles (visual method), during the frequency is taken 40 pieces per hour, completing a total sample size of (B)(4) pieces with an acceptance limit of 0 and rejection of 1. The lot was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Corrective and preventative action was opened to investigate this failure mode. CAPA #: pr# (B)(4). Investigation conclusion: no physical samples or photographs of the client were received, it is worth mentioning that during the control in process no non-compliant parts were reported due to the defect reported by the client. Additional it is unknown in which section of the syringe the leak was presented, i.e. In the connection, in the cylinder body, etc. An evaluation of the defect reported by the client is made based on the acceptable quality level (aql) in a batch size of (B)(4) pieces. The parts per million reported by the customer are within the parts per million of the quality acceptance criterion (aql). No physical samples or photographs of the client were received it is worth mentioning during the in process control no part was reported not conforming to the defect that the client reports. Additional it is unknown in which section of the syringe the leak was presented, i.e. In the connection, in the cylinder body, etc. Root cause description: during transport the cylinders can become jammed, generating the additional damage could bind on the assembly dials in the same way, causing damage to the cylinder body. Regarding the failure mode of the staff qualification, the operative staff is trained in both the operating instructions and the frequencies where they are mentioned defective that could be presented, however there was no qualification that ensures that the staff identifies and knows the flaws, so this action was executed in june 2018. The assembly equipment has a tooling that during the process runs the leak test to each manufactured part at 100% so it was not considered necessary to perform leakage test as part of the final inspection, however when detecting this failure mode the test fug a in final inspection was implemented in the month of october of 2018. It is important to mentioning that given the event of the leakage, CAPA (B)(4) was generated to follow up on all the failure modes identified and their respective action plan.

Event description:
It was reported that a bd¿ syringe ll 200 s/c had leakage at the luer lock when connecting to the irrigation tubing. Customer¿s verbatim: ¿patient #2. Syringe 3ml # bf309585p has been leaking at the luer lock when connected to the irrigation tubing."

Manufacturer narrative:
H.6. Investigation: since no samples or photos displaying the condition reported were provided by the customer for examination, a thorough root cause investigation could not be performed. DHR review of in process controls (inspection results) revealed that no non-compliant parts were found related to the condition reported. The barrel molding batch file was reviewed, where physical defects such as, deformities, perforation, bubbles, burns, contamination, and tip exposure (tip length) would be captured, and revealed that no such conditions were found. All results satisfied bd specifications, including dimensional requirements. Additionally, 20 retention samples from the lot in question were inspected, and tested for leakage (including luer). Visual and functional test results on the retention samples were satisfactory, no defects found. In summary, the lot was inspected and accepted according to the current specifications and work instructions with satisfactory results for the characteristics required for approval, including functional testing. No non-conforming part attributable to the condition reported by the customer was observed. Lastly, no deviations (quality notifications) were reported during the manufacturing of the lot in question. Consequently no corrective action is planned at this time.

Event description:
It was reported that a bd¿ syringe ll 200 s/c had leakage at the luer lock when connecting to the irrigation tubing customer¿s verbatim: ¿ patient #2. Syringe 3ml # bf309585p has been leaking at the luer lock when connected to the irrigation tubing. ¿